Event description:
It was reported that the patient had a "replace backup battery" and a driveline communication fault. The alarm was reset with the heartmate system monitor. The alarm came back three times. The alarm was not cleared, totally. The heartmate 3 system controller and the modular cable were exchanged. Due to the exchange, the site added the 2.0 software upload to the new controller; the patient had 2.0 low flow software installed on a previous visit. The event log for the patient contained alarms associated with the equipment swap. Following these initial alarms, the pump appeared to be operating within normal parameters with no unusual alarms. Related MFR #2916596-2023-08232 onset of low software upgrade.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange involving (B)(6) was not able to be confirmed. Provided information for this event indicated (B)(6) was the serial number of the patient¿s ¿old¿ heartmate 3 system controller. Multiple attempts were made to obtain additional information regarding the usage of this controller; however, no response was received, and no log files from this controller were submitted for review. The available log files indicated that on (B)(6) 2024, (B)(6) was exchanged and (B)(6)was put into patient use. The root cause of reported exchange could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook - section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.